Event description:
It is reported that the torque handle broke during surgery. The broken piece was retrieved and thrown away.

Manufacturer narrative:
The product appears to have exceeded useful life. As returned, the flex hook was fractured off and not returned. The hardness of the flex hook was tested and found to be within specification.